Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. The customer agreed to return the reservoir for analysis.